Event description:
Triangular bovie burn to left lower lip. A 1 mm gap between the insulating guard/protector of the bovie and the stem of the electrode point. 8 mm burn across the vermilion. Burned area was excised and repaired intra operatively. Received additional nformation from the site: e-z clean electro needle, size 2.7, catalog# 0013, mfred by megadyne. The cap was all the way down, but later it came loose. There was no arcing.